Event description:
Philips received info from a customer site that un-requested motion of detector 2 occurred and caused system damage to the pt table and the detector arm. The customer observed the system making not requested movements and powered down the system. There was no report of injury to pt or operator as a result of this reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. Philips engineering evaluated the reported event and it was found that a set screw, meant to keep the touch screen boom stationary, was only partially in place. This caused the set screw to dig a groove into the boom when the technicians would move the boom to a different location. When the boom would be moved, metal shavings would drop into the hand controller receiver via a small hole in the board. If metal shavings fell onto certain portions of the circuit, the system believed a motion was being requested. The issue was resolved by placing a non-conductive material over the hand controller receiver board, so that if a conductive material were to fall on it, nothing would happen, and to remove the set screw used to lock the boom in place. Also, the preventive maintenance manual was updated to have the service engineer check the boom during the pm schedule. (B)(4).